Manufacturer narrative:
The device was received and the screen protector had a dent on it. However, when the screen protector was removed, no damage was seen on the screen. The device displayed images normally and was responsive to touch inputs. Device evaluation was completed on february 04, 2026.

Event description:
It was reported that the ilet pump¿s screen cracked after it struck an object while the user was bending, resulting in the top portion of the touchscreen becoming nonresponsive while the bottom remained functional; the user continued therapy using the correction algorithm and blood glucose was not affected. Investigation of this case revealed physical damage to the display and loss of touch responsiveness on part of the screen, with no effect on glucose control. Symptoms included no injury. Outcomes included device replacement and planned return of the damaged unit. It was concluded that the event was due to accidental physical damage to the device screen and not a malfunction of the glucose control algorithm.